Event description:
It was reported that the patient underwent spinal surgery to removed infected spinal hardware. The catheter was disconnected during the surgery. The surgeon "did not keep track" of the catheter during the surgery. It was reported that initially the patient believe that the pump was turned off during surgery, but then determined that this was not the case. The patient experienced hypertonia. The catheter had to be replaced. Following catheter replacement the patient recovered without sequela and therapy was working well. The patient's pump contained lioresal 500 mcg/ml at a rate of 174.79 mcg/day. The patient's pump was last filled and reprogrammed in 2008.